Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 the journal of shoulder and elbow surgery, titled ¿short-term clinical and radiographic outcomes of a hybrid all-polyethylene glenoid based on preoperative glenoid morphology¿. The study reviewed three hundred thirty-three (333) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers vaultlock (arthrex) to address primary osteoarthritis. During the twenty-four (24) month follow-up period, two (2) patients experienced infection requiring revision. Source: creighton, r. Alexander, et al. "Short-term clinical and radiographic outcomes of a hybrid all-polyethylene glenoid based on preoperative glenoid morphology." Journal of shoulder and elbow surgery 31.12 (2022): 2554-2561.